Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer performed a supply change resolving the occlusion. The customer's blood glucose (bg) level was 302mg/dl. Additionally, it was reported multiple altitude alarms were received that could not be cleared. The customer's bg level ranged between 106-133mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be evaluated due to different issue identified.